Event description:
It was reported the patient experienced pain at their ipg site. As a result, the patient's ipg was explanted and replaced with a different model. The doctor also placed the replacement ipg deeper in the pocket. Surgical intervention resolved the patient's issue.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient's ipg was placed deeper in the pocket via surgical intervention on (B)(6) 2019. Surgical intervention resolved the patient's issue.